Manufacturer narrative:
Date of event estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident review for this product were not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a left main stem coronary artery. During removal of the nc trek balloon there was resistance noted with the 6f non-abbott introducer sheath. The balloon was fully deflated before attempted removal. The devices were removed altogether without issue and the procedure had completed successfully at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.